Event description:
It was reported that during a cardiac ablation procedure, the catheter-cable connection felt "tighter" than normal during preparation. The loop catheter was inserted into the left atrium and noisy electrogram signals and flat signals were observed on electrode pairs 1/2, 4/5, and 5/6 on both the recording and mapping systems. Troubleshooting steps included disconnecting and reconnecting the ca theter interface cable, ensuring correct pinning of the electrogram cable,replacing the interface cable, and switching the electrogram cable from another generator, but these did not resolve the issue. The catheter was then replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012484400 was returned and analyzed. Visual inspection was carried out and the catheter appears intact without any visible issues. Catheter to a catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a returned cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a returned cic, and therapy deliveries was successfully performed. Optical inspection was carried out. High magnification image confirmed the presence of kinked electrode wire in the handle. Hipot and electrical continuity test. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity testing revealed electrode ring (e1) open loop. In conclusion, the catheter failed the return product inspection due to a kinked electrode wire in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.